Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included endometriosis. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that on (B)(6) 2019 the pocket had pus and the patient had meningitis. The patient was hospitalized. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The pump and catheter were both explanted on (B)(6) 2019 due to infection and meningitis. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provided regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.